Manufacturer narrative:
The analysis was performed on a cobas s201 instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. The discrepant results were attributed to the sample being a low-titer sample for hepatitis b virus (hbv), with a viral concentration near or at the limit of detection of the assay. This can result in wavering results between reactive and non-reactive outcomes, which is an expected behavior for such samples. No product issue was identified, and the associated blood bag was discarded by the customer. A definitive root cause for the reported event was determined to be sample-specific.

Event description:
The initial reporter alleged a false reactive result for hepatitis b virus (hbv) when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the s201 instrument. The customer workflow involved testing a primary pool of 6 (pp6) samples. On (B)(6) 2024, the pp6 generated a reactive result with a cycle threshold (CT) value of 36.9. The customer repeated the resolution testing, and all six individual samples were non-reactive. Subsequently, the customer retested all samples from the same aliquot at the individual sample level (pp1), and one sample generated a reactive result with a CT value of 36.5. No harm was alleged, and the associated blood bag was discarded.